Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a worn latch roller. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the worn latch roller is unknown. To correct the condition, the latch roller was replaced. If any additional relevant information is received, a supplemental report will be sent.